Event description:
Pt went into ventricular fibrillation then into asystole, preparation was made to defibrillate. Charged and on pt and when discharged it would not discharge. This was attempted twice, then a bedside defibrillator was used. After the second shock with the bedside defibrillator the pt was in a sinus rhythm.